Manufacturer narrative:
This follow-up was created to document the corrected event information.

Event description:
As reported to coloplast though not verified, patient's legal representative stated the patient had persistent/worse stress urinary incontinence (sui) and developed pelvic pain, vaginal pain with sexual intercourse (dyspareunia), ongoing pain in pelvic region, abdominal pain, urinary dysfunction, recurrent urinary tract infections, mesh erosion. Gross hematuria and urethral tear were also noted as complications during removal surgeries.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Patient code 3191 was selected for "nocturia". Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information, reported to coloplast though not verified, indicated: (B)(6) 2019 - partial excision of altis. (B)(6) 2019 - excision of exposed altis. Hematuria, nocturia, extrusion.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Legal complaints should always start with the patient had persistent/worse stress urinary incontinence (sui) and developed pelvic pain, vaginal pain with sexual intercourse (dyspareunia), ongoing pain in pelvic region, abdominal pain, urinary dysfunction, recurrent urinary tract infections, mesh erosion. Gross hematuria and urethral tear were also noted as complications during removal surgeries.